Event description:
It was reported that during a da vinci si hysterectomy procedure, the cable was sticking out at the distal end of the fenestrated bipolar forceps instrument. The intended procedure was completed successfully. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that the pitch cable is broken at the distal clevis hub. The cable segment that contains the crimp is still installed in the clevis. The clevis does not exhibit any damage or wear marks. Electrical continuity passed. Additional findings revealed bent tips. One grip is bent, causing side to side misalignment of grips. There is a .071 offset at the tips, indicating overloading at the tip. The instrument has 3 uses remaining. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.